Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis pt's nurse reported that the pt experienced an overfill. The pt remained asymptomatic. The reported drain volume of 4685 was 187% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.